Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, defibrillation threshold (dft) testing was unsuccessful in converting the patient with 65 and 70 joule shocks. An external shock was then delivered and was also unsuccessful in converting the patient. The patient went into ventricular fibrillation (vf) arrest and simultaneous shocks were delivered externally and from the s-ICD and converted the patient. Additionally, high shock impedance measurements of 127 ohms was observed following delivery of the 65 joule shock. A 10 joule shock was then delivered to test shock impedance measurements and was noted to remain higher at 121 ohms. The electrode was repositioned, however, shock impedance measurements remained in the 105 ohms range and dft testing was unsuccessful in converting the patient. The s-ICD and electrode were explanted and the patient was implanted with a transvenous system the following day. No additional adverse patient effects were reported.